Event description:
Customer reported receiving an error message and additional icons on his unlocked freestyle meter. These messages are an indication the device may have exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.